Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the heart rate data was observed to be staying the same, incorrect or reported as empty or x's. There was no reported pt injury associated with this event.